Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that that the patient reported a return of symptoms. They were in the hospital (for unrelated reasons) when a manufacturer representative (rep) met them and change their settings ('bi-passed one of the wires' - patient was unable to explain what they meant by this phrase). They stated the day after the settings were changed, they noticed uncomfortable stimulation down their legs. They were unable to change the settings because their programmer was lost. They found their programmer and changed from 4.8 on program 2 to 5.1 on program 3 and confirmed the uncomfortable sensation was not there. They will monitor symptoms.